Event description:
The customer contacted physio-control to report that their device shut down during a call. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however it was reported that they turned the monitor back on and continued the call without further critical issues. There was no adverse event reported.

Manufacturer narrative:
Additional manufacturer narrative: physio-control evaluated the device and the reported issue was able to be verified through review of the device electronic download and confirmed that the device unexpectedly lost power one time. The power loss was unable to be duplicated and no cause was able to be determined. Corrected data: section h6 health impact code of the initial medwatch report indicated: no patient involvement. Section h6 health impact code of the initial medwatch report should indicate: no health consequences or impact.

Manufacturer narrative:
Physio-control evaluated the device and was not able to verify the reported issues. After the device passed functional and performance testing, it was returned to the customer.

Event description:
The customer contacted physio-control to report that their device shut down during a call. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however it was reported that they turned the monitor back on and continued the call without further critical issues. There was no adverse event reported.